Event description:
Information was received indicating that prior to use of this smiths medical cadd cassette reservoirs, cassette leaking was noticed. It was reported that when the nurse was about to connect the cassette to the patient, the nurse found that the cassette was leaking into the protective bag. It was reported that the infusion port was intact and sealed with the supplied red cap and it appeared that the fluid leaked into the hard casing. No patient injury reported.